Manufacturer narrative:
(B)(4). Concomitant product: guide wire: asahi fielder. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using a radial artery access approach during a procedure of the proximal to mid 100% in-stent restenosis of the mid right coronary artery (rca) an asahi fielder fc guide wire was loaded in the non-abbott microcatheter and used for angioplasty of the rca and posterior descending artery (pda). While attempting to wire the posterior lateral (pl) branch a perforation was noted in the distal rca. The graftmaster covered stent delivery system (sds) was advanced but failed to cross the lesion. Angioplasty was performed to the rca using a 3.0 x 30 mm non-abbott balloon dilatation catheter and a 2.5 x 18 mm multilink 8 stent was deployed at the distal rca. It was noted using echocardiography that a small pericardial effusion of the posterior remained. There was no reported clinically significant delay in the procedure. The patient was subsequently discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.